Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date is unknown. UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection of the device, the suture with the implants were not in the gun, it was found detached from the needle. The device was not received along with its original packaging and the trigger was fully actuated. A manufacturing record evaluation was performed for the finished device lot number and no non conformances were identified. Based on the device received, this complaint cannot be confirmed. The root cause of the condition cannot be related to manufacturing process. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in japan that during an unspecified surgical procedure, the truespan 12 degree plga device thread of the implant was coming out of the device. During in-house engineering evaluation, it was determined that the device the suture with the implants were not in the gun, it was found detached from the needle. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.